Event description:
On apr. 4, during the rewarming phase, approximately 19 hours into therapy, the red led on the display of the thermogard xp ivtm system (sn (B)(6) began flashing and a beeping alarm went off. The screen was being displayed properly and no error message was displayed, but the alarm didn't stop. The console was replaced with a loaner to continue therapy. No consequences or impact to patient.

Manufacturer narrative:
The customer reported complaint that the red led on the display of the thermogard xp ivtm system (sn (B)(6) began flashing and a persistent beeping alarm went off, but no error message was displayed was confirmed during review of the event log and functional testing. The root cause of the reported complaint was a failure of the processor board. The event log review showed multiple mid: 16 (software) error messages around the event date, related to the reported complaint. The thermogard xp ivtm system failed functional testing. The symptoms reported by customer, where the warning light on the display comes on and the alarm sounds, and no error message is displayed, were confirmed. Additionally, it was observed the display was frozen. According to the archive, mid:16 was triggered, but the mid:16 error message was not displayed on the screen. The processor board was replaced to remedy the reported complaint. Subsequently, the console was run continuously for 21 days to accumulate case data to trigger mid:16, to verify that the display is correctly displaying error messages. The console performed as intended, alarmed, and displayed mid:16. The data was cleared to resolve the error message. Per the tgxp user manual, if a mid:16 error occurs during the treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. The user may then resume treatment. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(6).